Event description:
It was reported that the device had possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076-52, lead, implanted (B)(6) 2006; 4194-78, lead, implanted (B)(6) 2006; 5076-52, lead, implanted (B)(6) 2010. (B)(4).